Event description:
After inserting a 7.5mm avatar screw it was noticed that the tip of the screw driver (mis polyaxial driver, gx nav) had fractured. A second driver was used for the next screw, also a 7.5mm avatar screw. The tip of that driver fractured while driving the screw before it was fully seated in the pedicle. The anciallary driver was used to finish driving the screw. When that driver was removed from the screw it was observed that the tip had twisted.

Manufacturer narrative:
The investigation of the mis polyaxial screwdrivers, gx nav confirmed that the distal hexalobe tips had fractured off under torsional loading. The likely root cause of this failure was insufficient material thickness to withstand the applied torsional load on the distal hexalobe tip. This load may have been contributed to by the excessive torque created by utilizing the driver to insert a large diameter screw into a dense vertebral body. Although the hexalobe t20 screwdriver, cannulated was not returned, the reported event description suggests that it was also unable to withstand the applied torsional load due to insufficient material thickness, resulting in twisting of the distal tip.